Event description:
Customer having problems with batteries. Customer is changing batteries frequently. The blood glucose reading is 169 mg/dl. Customer stated that he was hospitalized due to diabetes ketoacidosis. The paramedics were called. The blood glucose reading at the time of the event was 1500 mg/dl. Customer was unresponsive. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.